Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed by review of medical records. Office visit notes identify that the patient had extreme pain when straightening the knee and when standing and twisting 1 month post op. The patient thus underwent manipulation under anesthesia. Review of the device history records did not identify any deviations or anomalies during manufacturing. A root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI# (B)(4). Concomitant medical products: item#:cp113616; vngd ti fem cr 62.5mm rt; lot#:394780, item#:141212; biomet ilok pri tib tray 67mm; lot#: 001840, item#:189042; vngd ant stblzd brg 12x67; lot#: 748640. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00406, 0001825034-2020-00407, 0001825034-2020-00408.

Event description:
It was reported that a study patient underwent a manipulation under anesthesia, as they were experiencing pain, stiffness, and limited range of motion, approximately 1 month after their initial right total knee replacement. The patient's status was improved and was very satisfied at the 3 month check-up.